Event description:
It was reported simplex of the same lot number set in 7 minutes, the second batch containing the same lot number apparently didn't blend well (remained powdery). Then a third mix opened from a different batch mixed in similar manner without incident. The remaining sample from that batch is returned.